Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for 86011 with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had a red ring from tubes lip. No serious injury medical intervention.